Event description:
Edwards received information that this bioprosthetic mitral valve was explanted, after an implant duration of approximately 10 years and 8 months due to prosthetic mitral valve stenosis. It was identified, through review of source documentation provided, that the valve was heavily calcified and had minimal opening of the leaflets.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited moderate calcification. Moderate host tissue overgrowth was also demonstrated. Evaluation of the subject device confirmed the report of heavy calcification. Host tissue overgrowth was also demonstrated. It appears that calcification and host tissue restricted mobility in the leaflets and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.